Manufacturer narrative:
Reader (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the returned reader and no issues were observed. Reader did not powered on with button press, strip or usb cable insertion. The reader was connected to pc; however reader didn't recognized. The returned reader was further de-cased and investigated, no issues were observed. An extended investigation was performed. Visual inspection has been performed on returned reader and reader's pcba (printed circuit board assembly) under the microscope. No damage was observed, however liquid contamination was observed around the reader¿s usb port which was caused by the user. Returned reader was powered on with button press and insertion of test strips without any issues using a known good battery. However, the reader did not recognize a usb cable. Further, investigation was performed on the reader¿s pcba and contamination was observed around reader¿s usb port, which prevented the reader battery from charging. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted

Event description:
A customer reported a power issue with the adc device and did not turn on by button or by test strips. The customer therefore was unable to monitor glucose and experienced a loss of consciousness. The customer was treated with soda and dextrose by a third-party. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a power issue with the adc device and did not turn on by button or by test strips. The customer therefore was unable to monitor glucose and experienced a loss of consciousness. The customer was treated with soda and dextrose by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.